Manufacturer narrative:
Product ID: 5076-52, product type: lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation the cardiac resynchronization therapy defibrillator (crt-d) exhibited a partial power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.